Event description:
While transferring resident from shower stretcher to bed using lift and sling, the sling ripped at the seam and resident fell to the floor. Resident was transported to hosp, at hosp CT scan was done resulting in negative fractures. Seen by doctor for agitation. Diagnosis: back pain treatment; ambulate and resume meds.